Manufacturer narrative:
Device history record for the reported lot number was reviewed and confirmed that the lot was manufactured according to the approved manufacturing procedures. Retained samples were also tested and flow normally. There is no leakage observed. The initial observation of no flow could be due to poor connection with connector used on patient site. The devices function normally when disconnected.

Event description:
Smartez pumps (se0175-250, lot# s8h02 x3) containing vancomycin 1.5 gram in 0.9% sodium chloride 250 ml; 1 would not infuse, 1 was taking over 5 hours to infuse (both dripped when disconnected and unclamped), and 1 leaked out.